Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No additional adverse patient effects were reported. Additional information was received from the field that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No additional adverse patient effects were reported. Additional information was received from the field that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.